Event description:
During an atrial fib ablation, a transseptal needle would not advance through the 8f sl1 dilator. Another sl1 was also used so the dilator from that was used. The nurse reports this has been an ongoing random problem with these sheaths. The patient was not harmed.====================== manufacturer response for transseptal guiding introducer, fast cath======================the device was requested for evaluation.